Event description:
Caller alleged discrepant inratio2 inr results in comparison to the physician's unspecified point of care (poc) inr meter. Results as follows: date: (B)(6) 2013, inratio inr: 1.6; poc meter: 2.4. The time between testing was one minute and a repeat finger stick was performed on the same finger. The pt's therapeutic range was not provided. There was no reported averse pt sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.